Event description:
Edwards received a notification by mail from the FDA of a voluntary medwatch report. The event description states " ruptured pulmonary artery during right heart catheter." The event resulted in death.

Manufacturer narrative:
The hospital name/address and contact information was not provided. The FDA maude database was searched for this event. The hospital name/address and contact information was not reflected on the maude database. The edwards complaint database was searched for this model number and there were no reported complaints from a us hospital with this model number. Therefore edwards lifesciences is unable to follow-up with the customer to obtain additional information and the used product. The product lot number was not provided. Therefore edwards is unable to review the device history record. A review of the literature confirms that pulmonary artery perforation (pap) is a rare complication during use of a swan-ganz catheter. There are multiple documented risk factors for catheter induced pap, including advanced patient age, fragility of tissues, female gender, catheter stiffness, prolonged balloon inflation, multiple manipulations of the catheter, technical errors in insertion, high inflation pressures in balloon, pulmonary hypertension, and anticoagulation". The report on the maude database reflected that this was an adverse event report, but not a product problem report. It therefore appears that there is no allegation of product malfunction. Although the actual product involved in the case has not been made available to edwards for evaluation, it is unlikely to be the result of a product malfunction.